Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware during aquablation therapy, the aquabeam robotic system generated an ¿e22 ¿ motorpack error,¿ ¿e23 ¿ motorpack error,¿ and an ¿e50 ¿ console error.¿ despite replacing the aquabeam handpiece, the error persisted. Upon a third replacement of the aquabeam handpiece, the issue was resolved, and the procedure was able to be completed successfully. The reported event caused a procedural delay of over 20 minutes while the patient was under anesthesia. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam handpiece was returned for investigation. During functional testing, an e22 error was triggered on docking and mock aquablation and could not be cleared, confirming the reported failure. The root cause of the failure was unable to be determined. A review of the device history record (DHR) for ab2000 serial number (B)(6) /aquabeam handpiece lot number 24c00879 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported failure. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, sj-um0101 rev. B, states the following: table 5: system detected errors and faults. E22 ¿ motorpack error: release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. E23 ¿ motorpack error: release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. E50 ¿ console error: release foot pedal and click x. If error persists, turn off and turn on console and cpu. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.